Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. One cut optic portion has a split/crack near the cut area. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported lens damage was observed. The root cause may be related to failure to follow the dfu. The file indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, the doctor noticed the intraocular lens (iol) was cracked during implantation. The procedure was completed. Additional information received, the lens was implanted into the right eye, the lens was removed and replaced during the same procedure.